Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had to push the wake button with extreme force multiple times to for display to activate, and even with help from another person they had difficulties accessing the button. The customer reported no adverse impact to blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.